Event description:
The dealer states the unit was showing low o2. The light was coming on and o2 was showing below 87%, but putting 95%. The dealer spoke with our technician and it was determined that either tubing came loose from the o2 sensor or the sensor is bad. The dealer had no serial number, no account number, and no other information was available.